Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial tachycardia (at) procedure, the computer switched off and rebooted more than 10 times during the procedure. The procedure was postponed. However, a second case was performed once the system was functioning properly again, with a positive outcome (sinus rhythm). The physician did not think there was any potential risk to the patient due to this malfunction. The patient was under local anesthesia. Upon follow up, bwi received the information on (B)(6) 2013 (which changed the alert date) that the procedure was being performed in the left atrium and a transseptal puncture was performed. The patient did not require extended hospitalization.